Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified two faults. The faults were a result of software resets performed in an attempt to correct an identified memory inconsistency. A location storing data had been altered, which led to the chain of events resulting in the observed reversion to safety core. No root cause for the memory inconsistency was determined through laboratory testing.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beep tones. The patient presented to the clinic and the device interrogation revealed the device was in safety core. There was a fault code present which was related to the device's memory. Subsequently, the patient received a shock and the tachy mode was turned off. The device was explanted and returned for analysis. To date, there have been no adverse patient effects reported.